Manufacturer narrative:
Mcmahon, c. J., el said, h. G., vincent, j. A., grifka, r. G., nihill, m. R., ing, f. F., & mullins, c. E. (2002). Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiology in the young, 12(5), 445452. Https://doi.org/10.1017/s1047951102000768. As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed unstable stent migration that migrated distally. The stent was captured and balloon-expanded with an unknown balloon in a site other than originally intended with no harm to the patient. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported stent migration could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the warnings/precautions in the safety information in the instructions for use do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters. The use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Migration of the stent may have occurred for a number of reasons, including inadequate expansion at implantation, and somatic growth of the patient resulting in an enlarged pulmonary artery allowing the stent to then migrate. The limited information available does not suggest a design or manufacturing related cause for the reported events; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported in the literature article by mcmahon cj, el said hg, vincent ja, grifka rg, nihill mr, ing ff, fraley jk, mullins ce. Refinements in the implantation of pulmonary arterial stents: impact on morbidity and mortality of the procedure over the last two decades. Cardiol young. 2002 oct;12(5):445-52. Doi: 10.1017/s1047951102000768. Pmid: 15773447, after implantation of an unknown palmaz stent in the pulmonary artery, one patient developed unstable stent migration that migrated distally. The stent was captured and balloon-expanded with an unknown balloon in a site other than originally intended with no harm to the patient. The device will not be returned.